Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient noticed a large percentage of defective coude tips in the red rubber coude catheters. It was stated that not all the catheters were bent to the same degree and the patient had difficulty while inserting some catheters due to the irregularities of the curved tip.

Event description:
It was reported that the patient noticed a large percentage of defective coude tips in the red rubber coude catheters. It was stated that not all the catheters were bent to the same degree and the patient had difficulty while inserting some catheters due to the irregularities of the curved tip.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿mechanical failure". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (intermittent rochester catheters) product ifus were found to be adequate based on past reviews. The device was not returned.